Manufacturer narrative:
The reservoir does not stay locked in place due to the reservoir tube lip completely broken off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir of the insulin pump was unable to lock in place. The customer stated that the blood glucose level of the patient was 140 mg/dl at the time of the incident. Insulin pump was damaged at the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.